Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Note: this is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00795 and 2954740-2012-00796. It was reported that there was resistance and one 2 mm x 10 cm deltapaq platinum microcoil broke during introduction into the echelon microcatheter. The coil broke in two pieces in the hub. The entire coil was retrieved with no patient injury. There were no damages noted on the microcatheter prior to introduction and an adequate continuous flush was maintained. The coil and the green introducer were returned both severed by mechanical means through the use of an unspecified tool. The distal severed sections (6.3cm) of the coil including the ball tip were not returned. The green introducer's distal tip of 7.3cm that was severed was also not returned. Two sections of compression were found on the green introducer. Depending on the length and brand of the rotating hemostatic valve (rhv) used in the procedure, the severed end and the compressed sections and the severed section of the green introducer could have all aligned with the rotating rubber gasket that tightens the green introducer in place. The proximal section of the coil was stretched which indicates and anchoring of the distal section of the coil. Due to the coil and green introducer being severed and not returned no laboratory testing could be completed. The most likely contributing factor to the coils resistance during advancement was due to distal interference. This interference also caused the coil to become anchored and stretch. The source of this interference; whether it was of a fixed or detached nature cannot be exactly determined. However, it was found that the compressed sections and the severed section of the green introducer along with where the coil was severed all align up to the adjustable gasket of the rhv. This evidence suggests that if the adjustable gasket was over tightened, that it may have led to the field complaint or a misalignment may have occurred at the hub to microcatheter junction. Per the instructions for use, "caution: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition". Without the return of the unidentified echelon microcatheter, the rotating hemostatic valve (rhv), the distal severed ends of both the coil and the green introducer used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the available information and analysis of the returned device is appears that procedural factors/device handling during the introduction process led to the coil separation and damages found on the returned device. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Event description:
As reported, the coil broke during introduction in the microcatheter. Another coil unsheathed before completing introduction in the micro catheter. Additional information received from the affiliate indicated that the coil broke inside the hub of the microcatheter during coil introduction. Resistance was encountered. The other coil got stuck in the microcatheter and herniated out of the sheath before it broke into two pieces. No other damage was observed with the echelon microcatheter prior to introduction. The entire coil was retrieved. The coil did not prematurely detach. An adequate continuous flush maintained through the microcatheter. There was no patient injury reported. As more information was received, the affiliate indicated that no information was provided as to what type of coil broke and which coil unsheathed before introduction was completed in the microcatheter. As more information was received, the affiliate confirmed that with the two reported devices, there was no way to identify which device broke or separated and which device got stuck and herniated out of the sheath.